Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2017. The customer's blood glucose was 434 mg/dl at the time of admission. The customer reported experiencing a high blood glucose of 536 mg/dl that could not be controlled with manual injections and boluses before being hospitalized. The cause of the hospitalization was from diabetic ketoacidosis. The customer was treated with an IV at the hospital. It was reported the customer changed their site four times, but their blood glucose did not lower. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting did not find any leaks or air bubbles present in the tubing/reservoir. The customer's blood glucose was 262 mg/dl at the time of the call. The insulin pump will not be returned for analysis.